Event description:
Info received indicates the left foot caster is not consistently locking into brake although the brake pedal will set.

Manufacturer narrative:
The technician replaced the brake caster to repair the stretcher.